Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed the device ¿used¿. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a contaminated and faulty expulsor. The expulsor and valves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the volume accuracy test (21.6, 21.6, 21.5). The event occurred during testing; there was no patient involvement and no patient harm.